Manufacturer narrative:
Date sent to the FDA: 11/09/2007. Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure on an unk date. During the procedure, the motor drive unit was freezing and stopping. Several disposable handpieces were used to complete the case with no adverse patient consequences.